Manufacturer narrative:
Medwatch field h3 device evaluated by mfg updated. The device was not submitted for investigation. All relevant inspections for the reported cobas® glu test strips lot passed the release process requirements, confirming the quality of the lot. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter street line 2: (B)(6). The cobas® pulse serial number is (B)(6). The customer's previous qcs were acceptable. The device was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of a questionable glucose result for one patient tested with the cobas® pulse compared to an accu-chek guide meter. The cobas pulse glucose result at 2:20 pm was < 0.6 mmol/l. The customer questioned the cobas pulse result as the patient's responses were normal, and in less than two minutes, retested the patient using an accu-chek guide meter. The accu-chek guide meter glucose result was 10.6 mmol/l. This result was deemed correct.